Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the central vein. A 0.035 guide wire was used to deliver a 8.0 x 120, 135cm mustang balloon catheter to the lesion and the pump was used to slowly pressurize the balloon to a working pressure of 10kpa for few seconds. However, during first inflation, the balloon failed to inflate, and a contrast leakage was noted. The pump index dropped rapidly, and it was slowly withdrawn from the body and a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon. The rated burst pressure for this device is 18 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 35mm proximal from the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon pinhole occurred. The stenosed target lesion was located in the central vein. A 0.035 guide wire was used to deliver a 8.0 x 120, 135cm mustang balloon catheter to the lesion and the pump was used to slowly pressurize the balloon to a working pressure of 10kpa for few seconds. However, during first inflation, the balloon failed to inflate, and a contrast leakage was noted. The pump index dropped rapidly, and it was slowly withdrawn from the body and a balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.